Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patients husband regarding the patient who was receiving bupivacaine and morphine (unknown dose and concentration) via an implantable pump for spinal pain. On this report date a catheter revision was done and a company representative was present. The revision was done because the catheter was not dispensing any medication, they did 2 dye studies; one about 2 months prior and 1 prior to the surgery. No symptoms were mentioned. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.